Event description:
It was reported patient was unable to set the ipg into MRI mode due to high impedances on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.lanted a new one.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the continuity testing and microscopic inspection showed channel #3 electrical open was found on the returned lead. The reason for the event remains unknown. DHR review conclusion: DHR review completed with no associated issue identified. Justification for ¿no escalation required¿ selection: DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing. Moreover, unit has not been evaluated by ppe.

Event description:
It was reported patient experienced loss of therapy due to high impedances. Therapy was restored post-op.

Manufacturer narrative:
Corrected: b5.